Event description:
The tech alleged the bed had a loss of all hydraulic functions, including the head up function of the bed.

Manufacturer narrative:
The tech replaced the hydraulic manifold to resolve the issue.